Event description:
During preventative maintenance of the device, the service tech reported that around the motor mounts, and on the housing and cover, there were stress cracks. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.